Event description:
It was reported to aesculap ag that a jaw ins. Clinching grsp fen.3.5mm 290mm (part # po346r) was used during a endoscopic hernia surgery performed on (B)(6) 2022. According to the complainant, during the surgery, the jaw of the laparoscopic instrument fell off in the patient. The fragment was retrieved. The complaint device was not returned to the manufacturer for evaluation. An additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: po381r - handle with ratchet for 3.5mm instr. - lot unkown. Pm986p - insulated outer tube 3.5/3.5mm 290mm - lot unknown.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Updated h6: codes. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
Involved components: po381r - handle with ratchet for 3.5mm instr. - lot unknown. Pm986p - insulated outer tube 3.5/3.5mm 290mm - lot unknown.